Event description:
It was reported that the patient presented to the ER after being notified through their mobile app. It was noted that the right ventricular (rv) and right atrial (ra) leads were dislodged and coiled into the pocket, confirmed via review of x-ray. The physician believed the dislodgement was due to twiddler syndrome. Oversensing noise resulting in appropriate automatic mode switch (ams) was also noted on the leads. The leads were explanted and replaced. The patient was in stable condition with no adverse events.